Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was planned to be implanted for the endovascular treatment of a ruptured 50mm abdominal aortic aneurysm. The proximal neck diameter was noted as 39x40mm. It was reported that during the index procedure and delivery of the device the physician felt as though the device was being caught on somewhere and manipulation for further delivery became difficult. The access vessel was tortuous, but it was not so severe as to make delivery impossible. In order to ensure further patient safety the device was replaced with another valiant device. After removal of the device, it was found that the inner lumen was unsmooth. As per the physician, the cause of the event cannot be determined. No additional clinical sequela were reported and the patient is fine.

Manufacturer narrative:
Additional information received; it was noted that the physician felt difficulty delivering the device and after removing the device from the patients body, it seems like the device was not flexible, not resilient, and felt it was unusual. It was suspected that the inner lumen of the device was damaged during the delivery. A kink or coating issue was not reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.